Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 it was reported that the cardiosave intra-aortic balloon pumps from emergency support program (esp member). Customer called in to request assistance with a leak in circuit alarm. She stated the helium tank was showing full. I verified there was no blood or discoloration in the helium tubing and all connections were tight. We had customer press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. We reviewed the nature of this alarm and different clinical possibilities. The patient was ventilated with a peep of 8. We encouraged customer to call back should the alarm go off several times in an hour with the proper troubleshooting so we could troubleshoot further. We collected product surveillance information.

Manufacturer narrative:
Due to character limitation of e1(event site name); (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cs300 intra-aortic balloon pump (iabp) had a leak in circuit alarm. There was no harm reported.